Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00196. A facility reported an error message "sensor or extension cable failure¿. No measurement documented. No additional information has been provide after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink icp monitor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a potential cause of the reported failure may be related to a previous version of the monitor, that has not undergone design improvement maintenance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. According to customer, no further information available.